Manufacturer narrative:
G2: country of origin is japan h3:product analysis conclude that handle screw was stuck to the threaded part at the end of the cable. Therefore, it could not be disassembled and repairs required cutting the cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for spinal therapy. It was reported that flex arm could not be secured. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received that device used for microendoscopic discectomy procedure.